Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occured in the spain it was reported that patient infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for 20 minutes. No further information available.